Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The following data was provided: sid (B)(6)initial result = 3.437 mmol/l, repeat = 0.742 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) reviewed the module logs and recommended the customer replace the alnty c-series cuvette. The customer manually cleaned the alnty c-series cuvette which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review for ac02071 revealed one additional ticket associated with discrepant/erratic magnesium results, which was caused by the ict sample diluent. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any similar issues related to the complaint issue. A review of tracking and trending for the alnty c-series cuvette segment did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial ac02071 or the alnty c-series cuvette were identified.